Manufacturer narrative:
Product ID: 8780, lot# n462435004, product type: catheter. (B)(4).

Event description:
It was reported that during an initial implant of a catheter, difficulty arose when trying to connect the proximal and distal catheter segments. The quick connector that was in place was already closed. The connector was replaced with a piece from a revision kit and the procedure was completed without issue. There was no reported patient event. The infused drug was unknown. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.